Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a haziness on screen. Customer stated that the insulin pump rejected new batteries and had a diminished battery life. Customer also stated that the buttons were sticky or harder to press and had lost settings. Customer stated that there was a crack in power button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.